Manufacturer narrative:
(B)(4). Medical device: batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anterior resection anastomosis the anterior part of anastomosis is not completely stapled. Not much bleeding was observed however during checking the donut was observed to be incompletely formed at the distal end so the surgeon proceeded to suture the tissue. Patient is currently on antibiotic and under hospital monitoring.

Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. D4: batch#: t5cu4h. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/04/2020. Additional information was requested, and the following was obtained: 1. What were the indications for surgery? (Rectosigmoid carcinoma ¿ reversal of hartman) 2. Did the patient receive any preoperative chemotherapy or radiation? (Yes, chemotherapy) 3. What device was used for the distal transection? (No, distal transection during the surgery) 4. What technique was used to secure the anvil (purse-string device, linear stapler, etc.)? ( purse string device) 5. What healthcare professional fired the device and what is his/her experience with the device? (Mr. Hady (specialist), adequate experience to handle the device) 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?(low-b) 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?(yes, 21second) 8. Was the device difficult to close? (No) 9. Was the device difficult to fire? (No) 10. Did the healthcare professional receive audible & tactile feedback when firing the device?(yes) 11. Was there any difficulty removing the device? (No) 12. Was a complete transection of the white breakaway washer visually confirmed? (Washer is in the middle of anvil) 13. Which donut was incomplete ¿ the one on the anvil side or staple housing side? (Distal donut) 14. On the part of the anastomosis that was not completely stapled, were staples missing or not properly formed? Please further describe the shape and location. (Not properly form anteriorly) 15. Was a leak test performed? If so, what type and what was the result? (Yes, result bubbling) 16. Was the antibiotic treatment and monitoring due to the issues experienced with the device? (Yes) 17. Was the patient¿s hospital stay extended? (Yes) 18. What is the current status of the patient? (Discharge from hospital).